Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that a 25mm 6900ptfx pericardial mitral valve, implanted approximately two (2) years and six (6) months, was explanted due to mitral stenosis and regurgitation secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. After the implant, decrease of blood pressure was observed so it was difficult to undergo dialysis. Severe mitral regurgitation with mitral valve area (mva) 0.3cm2 was confirmed with cardiac catheterization test. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as recovering. After the surgery the patient had problem with the cardiac function and undertook rehabilitation. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The root cause of the event was likely patient related factors. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a 25mm 6900ptfx pericardial mitral valve, implanted approximately two (2) years and six (6) months, was explanted due to mitral stenosis secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. After the implant, decrease of blood pressure was observed so it was difficult to undergo dialysis. Severe mitral regurgitation with mitral valve area 0.3cm2 was confirmed with cardiac catheterization test. The device was explanted and replaced with a non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as recovered. The device was not returned for evaluation as it was discarded at the hospital. There was no allegation of device malfunction.